Event description:
It was reported that video system center had no image during inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The device was not returned to olympus for inspection. The customer contacted olympus technical assistance support (tac) via phone. Tac reported no image with multiple 180 series scopes and maj-1430 scope cables. During the call, the customer advised that customer was unable to obtain an image on any of the 180 series scopes with either maj-1430 cable. Tac asked the customer to power off the devices when plugging the scopes in as well as cleaning the contact points on the scope connectors. Still, no image was displayed. There was no issue with 190 series scopes. Tac that if able, the customer may test it with a 3rd maj-1430, but if an image does not appear, the cv-190 processor may need to be sent in for evaluation. Customer will call back if any further assistance is needed. Troubleshooting was not able to resolve the reported allegation. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.